Event description:
It was reported, during the implant procedure, the physicians repeatedly tried to extend and retract the lead helix. Additionally, it was noted the svc coil was not in "good" condition. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted defib conductor distorted and torn outer insulation both at medial section at 46 centimeters. Mechanical inspection revealed the helix fully extended and retracted within eight turns. Helix, fully extended measured .079 inches within specification. Primary analysis findings: no anomalies found.